Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. It was noted that the pump was received with a corroded motor home switch, a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near display window corners, a crack on display window, and a missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had exposed the pump to fluid. Customer's blood glucose was 600 mg/dl. Customer had the pump in the pocket of her pants and it had been washed. Customer stated that there was nothing on the display. Customer is treating with a syringe. Customer exposed the pump to fluid through a washing machine. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.